Manufacturer narrative:
This patient was noted to have moderate degree of native aortic valve and leaflet calcification. Prior to deployment, the first sapien valve and delivery system, were noted to have good coaxial alignment and image intensifier angle. The sapien valve was positioned 50:50 within the native annulus. Post deployment the valve positioning was noted to be 60:40 ventricular. During deployment, ventilation was held and there was no loss of pacing capture. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician¿s undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. According to a technical summary compiled by the engineering team at edwards lifesciences, an overhanging leaflet can be a consequence of low final placement of the valve. The technical summary states that, the possibility of the native leaflets hanging over and covering the out flow of the sapien valve results in reduced coaptation of the sapien leaflets. The sapien leaflets are in a normally open position and require the back flow/ pressure generated during cardiac diastole to initiate leaflet closure. In this case, the exact cause of the reported event cannot be determined. However, in addition to patient's moderately calcified native aortic valve, procedural factors leading to low final placement of the valve may have caused or contributed to the reported event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, the edwards sapien valve was deployed too ventricular and the patient experienced severe central aortic insufficiency (ai). Echo imaging revealed native aortic leaflet hang over the sapien valve. A second edwards sapien valve was deployed to resolve the event. According to the case summary, the patient was prepped and draped in the usual sterile manner. A 26fr ascendra1 sheath was introduced through the apex and balloon aortic valvuloplasty (bav) was performed using the edwards 20mm bav device. The sapien valve was advanced positioned and deployed. Upon deployment, the position of the valve appeared to be too ventricular. Echo imaging revealed a native aortic leaflet hanging over the sapien valve. After valve deployment the patient's pressure was in the 60's with severe central ai. The operators tried to free the native valve leaflet using a catheter; however, after multiple unsuccessful attempts, a second edwards sapien valve was prepped and then deployed slightly higher than the first valve. Post deployment of the second valve the patient's pressure normalized and echo imaging revealed movement of all three leaflets. The sheath was then removed and the apex and thoracotomy wereclosed. The patient was then transferred to the ICU via a stretcher in a stable condition.